Event description:
Additional information received indicated that patient underwent surgical intervention wherein the paddle lead was replaced, and therapy was restored.

Manufacturer narrative:
The reported event of high impendences was not confirmed. As received, the returned penta lead worked properly and passed all testing. The cause of the reported event remains unknown.

Event description:
It was reported the patient's lead exhibited high impedances on two contacts. As such surgical intervention is pending to address the issue.

Manufacturer narrative:
B3-date of event is estimated.